Event description:
The following was reported by the user facility: (B)(6) 2005 - implanted composix kugel for repair of abdominal incisional hernia which occurred after operation for cancer and transverse colon. On (B)(6) 2012 - swelling and pus were observed around umbilicus. The pt is a person with dementia and she picked around umbilicus with needle of compasses. On (B)(6) 2012 - imaging check was performed since the pt might be infected and suspected the perforation at small intestine. The perforation of broken ring was suspected, pt had open abdominal surgery. Ck was curved and inferior part was risen to the rectus. No damage of the ring confirmed and the part of perforation could not be determined. The fistula on the skin was found. Ck was removed and finished the surgery at physician's decision. On (B)(6) 2012 - as the intestinal fluids was observed from fistula, dr saw that perforation of the small intestinal remained. The dr expected natural healing.

Manufacturer narrative:
Based on the sample eval and the info provided, it is unk whether the device may have caused or contributed to the reported event. The subject product was returned. The sample consisted of a composix kugel patch. The patch was found to be very rigid, brittle and irregular in shape. The patch had taken a set in the irregularly shaped condition. There was little to no tissue attachment observed on those areas of the patch that were visible. There was also no evidence of recoil ring protrusion in those areas that were visible or that were able to be manually inspected. The surgeon inspected the recoil ring at the time of exploration and noted it to be intact. The pt reportedly was treated for a fistula and infection. Although medical records have not been provided, both of which are known adverse events listed in the IFU. A review of the mfg records was performed including a review of sterility records and there was no evidence of a mfg related cause for the reported event.